Event description:
It was reported that there was a shocking or jolting sensation and loss of therapeutic effect. It was reported that the patient had been having back problems for the past few years and had been putting off the pain that came on gradually. The reporter noted that the device was not helping with the patient¿s lower back pain. It was noted that the patient had some swelling right over the implant and that it was worse when the device was turned on. The reporter noted that the swelling started about two years prior to the report and came on gradually. It was noted that when the patient turned the stimulation on in the morning, it swelled over the implantable neurostimulator (ins) site to about double the size throughout the day. It was noted that the patient was in a lot of pain that came on suddenly in the morning right over the ins. It was noted that the patient turned the device off at night when he slept. The reporter noted that there was an area on the patient¿s back where if he leaned against a hard surface, he felt a shock and burning sensation. It was noted that this started two years prior to the report and that the sharp pain came on suddenly. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).